Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that they had seven units of plasma derived from whole blood that had red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. The disposable sets are not available for return because the customer discarded them. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the sample sets were not returned for investigation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. Hemolysis testing was done on the cationized and super-cationized membranes from a typical hemolyzed lot, with hemolysis confirmed. The manufacturing and testing records were reviewed. The lot conformed to all specifications. For this lot, the pretreatment process for cationization had been moved to a different machine. The number of reports regarding the incident concerned has increased in the lots manufactured after a new process control criterion for the average cationization level was established for the prevention of leukocyte leakage. Root cause: from the results of the hemolysis tests and investigation of the quality information the following are possible root causes: the lowest value of the average cationization levels became relatively high as the result of the establishment of the lower limit of the "average cationization levels" as a preventive action for leukocyte leakage. The pretreatment process for cationization was moved to another machine. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - filtration time is extended because the filter is likely to clog, and when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis. Corrective action: the pretreatment process of cationization has been moved back to the original machine. The risk of development of blood aggregates can be decreased by thoroughly agitating blood during and at the end of blood collection, to prevent filter blockage.